Manufacturer narrative:
Additional information: a2 (dob), a3a, a4, a6, b5, h6 (b22 to b15), h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the chest on (B)(6) 2022 using the cooladvantage plus, coolcurve plus applicator and presented with paradoxical hyperplasia (ph) to the chest areas. The patient indicated that results of the treatment resulted in "ultimately requiring corrective liposuction to remove" [no surgery date was provided].

Event description:
A coolsculpting provider reported that a patient received coolsculpting to chest and either the abdomen or flanks on (B)(6) 2020 using the cooladvantage applicator and presented with paradoxical hyperplasia (ph) to the treated areas. The patient indicated that results of the treatment resulted in "ultimately requiring corrective liposuction to remove" [no surgery date was provided].

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. The device use in the chest area is considered to be code a2304 - off label use. Treatment of the chest area represents off-label use in the united states of america.